Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure,the drill bit broke off into the patients bone. There is no further information available at this time.